Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed the device evaluation for the permanent cautery hook instrument. The instrument was found to have the plastic proximal clevis broken. A broken piece was missing as a result of the breakage. The size of the missing piece is approximately 0.165¿ x 0.125¿. Common causes of the failure mode broken instrument proximal clevis are typically attributed to mishandling/misuse. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. An additional observation not reported by the site was also observed. The instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. Root cause attributed to the broken proximal clevis. The instrument expired prematurely. The instrument has one life remaining. The red end of life indicator was activated. Root cause is attributed to mishandling/misuse. The complaint regarding a piece of the permanent cautery hook instrument broke off was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a piece of the permanent cautery hook (pch) instrument fell into the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that a piece of the permanent cautery hook (pch) instrument fell into the patient. The customer removed the fragment from the patient during the same surgical procedure. The csr does not believe they performed a post operation test to verify if all fragments were removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter does not have any additional information about the reported issue.